Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No prime anomaly or error alarm noted.

Event description:
Customer reported that she had unexplained high blood glucose because his insulin pump is under delivering the insulin. Customer stated that she changed her infusion set, but her high blood glucose remained. Nothing further was reported.